Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she needs additional surgery. Insertion date discrepancy: (B)(6) 2015, (B)(6) 2013. Patient received treatment for: menorrhagia (heavy menstrual bleeding), vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: reporter information updated. New event: abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.